Event description:
It was reported that the user experienced a pump alert indicating sensor pairing failed after changing a freestyle libre 3 plus sensor, and the agent guided the user to rescan the sensor, after which glucose readings appeared on the pump without further issues. No adverse clinical symptoms reported. Outcomes included resolution of the pairing issue with restored sensor data display on the pump and no impact on health status or therapy continuity. User support included customer support troubleshooting and education, including rescanning steps to re-establish communication. Investigation of this case revealed a transient communication or setup issue between the pump and the freestyle libre 3 plus sensor that resolved with rescanning, with no device hardware failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or temporary communication disruption.